Event description:
The customer reported that insulin pump alarmed motor error. The caller stated that the insulin pump was not exposed to an MRI. Troubleshooting was performed. Assisted the mother to perform the displacement test and the test failed. Advised the customer that the insulin pump will be replaced and revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No prime alarms occurred during test. However the insulin pump passed the displacement test and a 10 unit bolus test. No motor error alarms occurred during test. Motor passed the motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.